Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated/corrected updated: b3; g3; h2 b3 correction: (B)(6), 2022 once the investigation has been completed, a follow-up MDR will be submitted.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the provided pictures identified the tip of the driver is fractured and there are wear lines present. Lot identification is necessary for review of device history records; lot identification was not provided. The root cause of the reported issue is attributed to use error. Per arcos modular femoral revision surgical technique page 47, assemble the 3.5 mm hex driver to the t-handle and adjust the t-handle to the torque limiting position. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional information on the reported event.

Event description:
No additional information on the reported event.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the tip on the 3.5mm hex screwdriver broke. The t-handle was not in torque limiting mode. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
(B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.